Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17198818m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and at the end of the case char was noticed on the tip of the catheter. However, physician could not rule out the possibility of clot. Additional information was requested to clarify the event and it was informed that heparinizes solution was used during the case and physician consider char/clot found excessive and a potential risk to patient's health. The procedure was completed without patient consequence. Settings during the event include: power control mode with temperature cut off at 43 degrees. This event is being reported because physician considered char/clot to be a potential risk to the patient. It is unclear if it this issue is char or clot. Therefore, we are taking the conservative approach and reporting this event for the clot.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and at the end of the case char was noticed on the tip of the catheter. However, physician could not rule out the possibility of clot. Additional information was requested to clarify the event and it was informed that heparinizes solution was used during the case and physician consider char/clot found excessive and a potential risk to patient¿s health. The procedure was completed without patient consequence. Settings during the event include: power control mode with temperature cut off at 43 degrees. This event is being reported because physician considered char/clot to be a potential risk to the patient. It is unclear if it this issue is char or clot. Therefore, we are taking the conservative approach and reporting this event for the clot. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Char was not observed on the catheter. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. No significant trends have been identified at this time; therefore no CAPA activity is required.